Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that 'registrars contacted us re. Revising a total knee replacement due to infection. Primary surgery completed (B)(6) 2023. Planned revision surgery. Surgical plan: remove tibial component and tibial bearing, debride, wash and replace with triathlon all poly tibial component in planned 1 stage revision. Date of surgery tba.' The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Registrars contacted us re. Revising a total knee replacement due to infection. Primary surgery completed (B)(6) 2023. Planned revision surgery. Surgical plan: remove tibial component and tibial bearing, debride, wash and replace with triathlon all poly tibial component in planned 1 stage revision. Date of surgery tba. Hospital has refused to release implants once explanted due to infection control policy. Surgeons and hospital refusing to supply any additional information (op reports, pathology etc.) As revision is due to infection not implant failure related.

Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #7; cat # 5520b700; lot # ye93h. Triathlon asymmetric x3 patella; cat # 5551-g-381-e; lot # npv3. Triathlon cr fem comp #6 l-cem; cat # 5510f601; lot # 2rbhu. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Registrars contacted us re. Revising a total knee replacement due to infection. Primary surgery completed on (B)(6) 2023. Planned revision surgery. Surgical plan: remove tibial component and tibial bearing, debride, wash and replace with triathlon all poly tibial component in planned 1 stage revision. Date of surgery tba. Hospital has refused to release implants once explanted due to infection control policy. Surgeons and hospital refusing to supply any additional information (op reports, pathology etc.) As revision is due to infection not implant failure related.